Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in tubing) during drain 2 of 5 on the home choice (hc). The home patient (hp) stated the transfer set came undone in the drain cycle and the hc was alarming. The technical service representative (tsr) explained the alarm and assisted the hp to clear the alarm by turning the hc off/on and received system error 2367. The hp turned the hc off/on again and was back to press go to start. The hp would contact the registered nurse (rn) and finish with a manual bag. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) regarding the system error 2240. The pdn stated the home patient (hp) went into the clinic and the transfer set was changed out and discarded. The pdn stated it was loose and was not sure how it happened. The pdn did not see anything wrong with the transfer set as far as cracks or abnormalities. The pdn stated the hp resumed therapy on the cycler without problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device is unavailable. A 510(k) number will not be provided in the MDR as the product code and lot are unknown; if additional relevant information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm is not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation. A batch review could not be performed because the lot number was not available. No adverse trend was identified for this reported issue to date.